Manufacturer narrative:
On-site investigation was made by our field service engineer. The ventilator passed functional test and pre-use check tests and no malfunction was found. No parts were replaced. Evaluation of the received logs found that the ventilator passed pre-use check prior and after the event date. Alarms were generated at 2028-08-02 indicates inspiratory pressure high in high flow therapy (hft). The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. A filter from another brand was used in the patient circuit. According to the customer, the ventilator appeared to be working after the high flow cannula changed. The conclusion is there was no ventilator malfunction at time of the event. However, the alarms generated indicates high pressure situation caused by increase resistance in the patient circuit/high flow cannula. The root cause for increasing resistance could not be determined but most likely due to blockage in the patient circuit/high flow cannula.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator alarmed high pressure. Patient desaturated to 49%. Final patient outcome was no injury. Manufacturer's ref.#: (B)(4).